Event description:
This lead was explanted due to multiple dislodgements and attempts to reposition. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was found bent and the conductor coil deformed between 32 and 33 cm distal to the is-1 connector pin. These deformations probably resulted from the surgery due to mechanical stress. Furthermore, cuts into the insulation were found 27.5 cm distal to the is-1 connector pin. The cuts probably resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.